Manufacturer narrative:
(B)(6) was (B)(6) compared to diasoron (B)(4). Sample was discarded by customer and therefore unavailable for further investigations to be able to referee the different outcomes and to definitively determine correct result outcome. On (B)(6) 2018 performed a (B)(4) assay on six samples with known (B)(6) status in manual capture using retention capture cmv plates lot c133 and retention (B)(4) indicators cells lot 228331. Controls performed as expected and all samples resulted as expected. Retention product performed as expected. Immucor cannot rule out the possibility of the specimen being the cause of unexpected (B)(6). (B)(4).

Event description:
On (B)(6) 2018 a customer reported unexpected (B)(6) results with (B)(6).